Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that leakage occured while using several bd plastipak¿ 2ml syringe(s) concentric luer slip . There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation results: no photos or samples were received by our quality team for evaluation therefore failure mode could not be verified. Ten retained samples of 2ml lot 1710004 were evaluated. Upon visual inspection of these ten samples, no damage or molding defect was observed in the tip that could be related to the alleged defect. A device history record review of lot 1710004 found no non-conformances associated with this issue during production of this batch. The syringe tips of the ten retained samples were tested according to procedure and met specifications. In addition, leak testing was performed on the retained samples with no leakage observed. Based upon the quality team's investigation, the root cause of this incident cannot be determined. Based on severity and occurrence no formal CAPA is required according to internal procedure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.